Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. Customer reported that paramedics were called in response to a blood glucose level of 215 mg/dl. The customer also reported that the hospital staff lost his insulin pump. The customer was advised that the insulin pump would be replaced and no device was returned for analysis.